Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that insulin pump had keypad anomaly. Blood glucose was unknown. Troubleshooting was performed. Customer reported that down arrow button was hard to press not responding and numbers were not ramping on their own. Customer also reported that the scroll bar was not moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection.device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).